Event description:
Info received indicates the head section will not go down.

Manufacturer narrative:
The technician found the left gas spring would not release. The technician replaced both gas springs to repair the stretcher.